Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer could not prime the device and could not clear the alarm. The customer's blood glucose was 113 mg/dl. The drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No error alarm noted during testing. The device was monitored for six hours with multiple basal rates and programmed with several bolus units. All the information was recorded properly in device history screen. No history anomaly noted during testing. The unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.